Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving an error alarm on the insulin pump during an infusion set change. Blood glucose level was 318 mg/dl at the time of the call. No further information was provided.